Event description:
It was reported via repair work order that the footboard and side rail controls were not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. .